Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, far r-wave oversensing was observed on the atrial channel. Making a programming change was recommended. The patient was stable and will be monitored with routine follow-up. No further information is available.